Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation handles were evaluated and replaced. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that a handle broke off the workstation. This may have caused difficulty in transporting the system. The system remained operational. There is no report of injury or death associated with this event.